Event description:
Customer reported negative results for blood and leukocytes on the instrument whereas microscopic results were positive for both the analytes. There was no injury reported due to this event.

Manufacturer narrative:
Customer has been advised to inspect the pump and syringe. Customer has also been advised not to run visibly bloody sample on the instrument. The cause for the discordant blood and leukocytes results is unknown.